Event description:
During a surgical procedure with a patient on the table in a 25-30 degree trendelenburg position, the table top dropped almost instantaneously (vertically down) 4-6 inches when the table down button was pressed. No injury was reported.

Manufacturer narrative:
The table was evaluated by a berchtold field service representative on (B)(4) 2012 at the location where the incident occurred. The table is in good physical condition. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The problem could not be duplicated and the table checked out satisfactorily.